Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a pe thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present on the outside and inside of the device. There was fluid in the boot. The hypotube was kinked/fractured in two locations, 31cm and 50cm distal of the strain relief. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR 2134265-2017-06608. It was reported that an error message displayed during aspiration. An angiojet ultra pe catheter and an angiojet ultra system console were selected for a thrombectomy procedure in the right pulmonary artery. Aspiration was initiated inside the body for 1-2 minutes. However, an error 55 - actuator cycle time out of range displayed and aspiration stopped. The device was reset 3 times; however the same error message occurred. The device was removed from the patient and a kink was noted at 1 cm on the distal part of the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was better.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2017-06608. It was reported that an error message displayed during aspiration. An angiojet ultra pe catheter and an angiojet ultra system console were selected for a thrombectomy procedure in the right pulmonary artery. Aspiration was initiated inside the body for 1-2 minutes. However, an error 55 - actuator cycle time out of range displayed and aspiration stopped. The device was reset 3 times; however the same error message occurred. The device was removed from the patient and a kink was noted at 1 cm on the distal part of the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was better.